Event description:
Caller reported an error with their continuous glucose monitor, specifically mentioning a cgm error 42 and issues with the g7 sensor. There was no adverse impact to the customer's blood glucose level. During troubleshooting, technical support could not complete the pump reset as the pump shut down and the caller did not have the necessary charging supplies at work. The caller alleged that the battery was depleting rapidly, and technical support planned to continue troubleshooting using a specific script for rapid battery depletion. There was no additional information regarding the outcome of the event.